Manufacturer narrative:
Additional information provided: b.5, d.11. The customer¿s report of a damaged male luer collar was confirmed. The sets were inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the male luer to be damaged with the collar (cavity 1c) broken off from the collar base. No other anomalies was observed. Functional testing was deemed unnecessary due to the damage. The root cause was identified as related to design of the specific male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
It was reported that the fixed collar of the extension set fell off. The issue occurred while disconnecting this set from the patient, right after the medication and saline flush have been delivered. It was noted that the event had happened over the past 24 hours and the set was being used for an intermittent syringe infusion. The tubing was then replaced, which resolved the issue. The event occurred at the medical surgical unit. There was no patient impact.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported damaged tubing of a crumbled distal fixed collar (on the male luer end) on a bd maxguard extension set #me2017. The nurse stated the incident had happened over the past 24 hours on a med line with an intermittent syringe infusion and stated the tubing crumbled after the medication and the flush had been delivered when the set was being disconnected from the patient. The issue was resolved when tubing was replaced. There was no patient harm.